Manufacturer narrative:
Concomitant medical products: 5054-58 lead, implanted (B)(6) 2001.

Event description:
It was reported that a lead alert triggered due to low impedance readings with the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.